Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2014 with the following results:investigation confirmed that the top of the battery cap was damaged. The cap was difficult to remove from the pump. It was able to fully tighten on to the pump with no power loss. The cap threads were intact and the cap spring was secure. The battery cap dimensions were found to be within specifications. The threads of the battery compartment were intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.